Event description:
It was reported that an f-38 alarm was presented by a flogard pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log review was performed. The alarm log review revealed evidence of the f-38 alarm. Visual inspection noted damaged force sensing resistors (fsrs), which caused the f-38 alarm. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.